Manufacturer narrative:
Only use u-100 humalog or u-100 novolog with your pump. Only u-100 humalog and novolog have been tested and found to be compatible for use in the pump. Use of insulin with lesser or greater concentration can result in under delivery or over delivery of insulin. This can cause hypoglycemia (low bg) or hyperglycemia (high bg) events. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple, intermittent occlusion alarms occurred. Additionally, it was reported that when the pump has 75 units of insulin in cartridge, the insulin becomes less potent and the pump will not deliver a bolus. Reportedly the customer was using fiasp insulin. Tandem technical support educated customer regarding cartridge/insulin labeling. There was no reported adverse effect to the customer's blood glucose level.